Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, the physician observed loss of capture (loc) on this right atrial (ra) lead. High thresholds and impedances of an unspecified nature were reported with relation to the patient's right ventricular (rv) shock lead and high pacing thresholds for the rv pace/sense lead that was connected to the lv port of the device. Suspecting twiddler syndrome, the physician obtained and x-ray confirming the leads had been dislodged in such a manner. A revision procedure was performed wherein the ra and rv pace/sense lead were explanted and rv shock lead was repositioned. New ra and lv leads were then implanted with good measurements. It was further noted the patient is not pacemaker dependent and did not experience any adverse effects.